Event description:
On (B)(6) 2014 at the (B)(6)- (B)(6) it was reported through the msupport system ((B)(4)) that the hl 20, 4-pump console base serial number (B)(4) displayed a safety-s error during the power on self-test. (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device was evaluated by a ssu technician and the safety system board in the console was replaced and the issue was resolved. (B)(4).